Event description:
The facility's distribution department reported an infusion pump with a 715:00 failure code. The representative from the reporting facility stated to baxter technical support that it is not known if the device was in use on a patient when the failure occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or set up of the infusion device. The hospital represenattive stated they have no record of any patient incident involving the pump since the last baxter service event.